Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # kam217, mfg. Date 01/05/2016, exp. Date 12/31/2017. Batch # kck706, mfg. Date 03/30/2016, exp. Date 02/31/2018. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. According the sample condition a portion of a strand, exhibits a wavy, curly, or kinky appearance.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch# (B)(4) exp date: 02/28/2018, MFR date: 03/30/2016. Batch# (B)(4) exp. Date: 12/31/2017, MFR. Date: 01/05/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that the patient underwent a plastic surgical procedure on unknown date and the suture was used. During the procedure, it was found that the suture was crimped when a scrub nurse grasped the needle with a needle-holder and pulled out the suture from the package. There was no adverse patient consequence reported. No further information is available.